Event description:
Event description: per cnf: it was reported that when opening the product packaging to prepare for the procedure, it was found that there were some points of stainless steel metal exposed on the guidewire, and the hydrophilic coating was not fully wrapped, so the physician replaced it with another of same device to complete the procedure. The device is expected to be returned before july 4th. There were no patient complications reported patient condition: stable event resolved: yes where did the problem occur? Outside the px was the problem associated with labeled use? Yes images and additional information provided 3 july 2024: 1. By, it was found that there were some points of stainless steel metal exposed on the guidewire, and the hydrophilic coating was not fully wrapped" did you mean that the coating was peeled? It was not sure if the hydrophilic coating peeled off, the hydrophilic black coating did not peel the cortex, only a little points of stainless steel metal exposed on the guidewire. 2. Was the guidewire hydrated prior to removal from the dispenser as directed in the dfu? This guidewire did not be used due to safety. Additional information received 5 july 2024: could you please clarify whether the guidewire was hydrated prior to removal from the dispenser hoop?--yes.

Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore, no physical analysis of the device can be performed. Images of the device were provided. The customer supplied images presented skived/cut damage by exposing the core wire at an unknown distance from the distal tip. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As described in the operational instructions (IFU); - before removing the zipwire hydrophilic guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end of the holder in order to completely wet the surface of the wire. Use of alcohol, antiseptic solutions, or other solvents must be avoided, as they may adversely affect the surface of the wire. Do not wipe the zipwire hydrophilic guidewire with dry gauze. Before inserting the zipwire hydrophilic guidewire through a catheter, fill the catheter with physiological saline solution. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that handling factors have contributed to the event as reported. If any further relevant information provided, a follow up medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each pkg-hydro gw stf std s 150-035; returned reloaded into the dispenser assembly, and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presented an overall length of 150.2cm and a finished diameter of .03340" to .03370". A gage bushing certified to be .0350" passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity till the proximal aspect of the skived/cut damage. Note all diameter measurements were acquired with a non-contact, toolmakers scope after allowing the specimen device to become dry after hydrating the specimen device with blood-bank saline. Upon flushing the dispenser hoop with blood-bank saline, the specimen was easily removed and subjected to visual and tactile examination. The specimen presented areas/ witness marks of skived/cut damage to the polymer jacket material, including metallic core wire exposure. The damage was located 26cm to 31.3cm from the distal tip. Except where noted, the specimen device appeared visually and dimensionally correct. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As described in the operational instructions (IFU); - before removing the zipwire hydrophilic guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end of the holder in order to completely wet the surface of the wire. Use of alcohol, antiseptic solutions, or other solvents must be avoided, as they may adversely affect the surface of the wire. Do not wipe the zipwire hydrophilic guidewire with dry gauze. Before inserting the zipwire hydrophilic guidewire through a catheter, fill the catheter with physiological saline solution. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that handling factors have contributed to the event as reported. If any further relevant information provided, a follow up medwatch report will be submitted.